Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer latch and magnet had fallen out. A field service engineer (fse) replaced the latch to resolve the issue. The system functioned as intended after the fse repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed to stay close. The customer stated that the malfunction occurred while user tried to issue medication to a patient and the user was unable to access medication from the drawer. There were no adverse events or injuries reported based on this event.